Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose level was 190 mg/dl. The customer was treated with syringes. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.